Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer woke up with high blood glucose and changed set. Customer said he wanted to call back for testing because he needed to eat. Customer is unable to do testing on his own. Customer needs the help of his family member but his family member could not continue to trouble shoot at this time. Advised family member, we needed to do testing as soon as possible to know if the pump is working correctly. Advised family member to have the customer call in as soon as possible when he has help. Advised family member to have customer monitor his blood glucose very closely. Family member said the pt threw the pump against the wall last week.